Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hypoglycemia on (B)(6) 2018 with blood glucose level 700 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and transferred to another medical center for a kidney condition. The customer stated that the symptoms related to high blood glucose such as throwing up uncontrollably. Customer declined to troubleshooting for high blood glucose. Customer states insulin pump was not working right at all. Customer was reporting a past event. Customer states insulin pump had no delivery alarm on the day when customer put the insulin pump back on after leaving the hospital during regular basal. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set reservoir and infusion set. The device will not be returned for analysis.